Manufacturer narrative:
(B)(4). 'Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Customer stated that, the distance between finger stick and sensor reading has been between 50-75-100 points difference. It started out really close within 5 points. The connection bridge on the transmitter was damaged. Customer stated that, the sensor feature is off currently. Troubleshooting was done and customer stated that their blood glucose and sensor glucose. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 40 mg/dl. Suspend on low limit in sensor settings was 55 mg/dl. The sensor will be returned for analysis. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.